Event description:
Case ID: (B)(4). Case status: open. Summary: 8100 245.3020 error. Case notes: problem description. (B)(6) 2018 09:36:57 (B)(6) 8100 sn: (B)(6). Npi. 245.3020 error. Recommend to replace the ail sensor. Gave part to ail sensor.

Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. The database showed a quality notification/s was opened for the source device. There was no correlation to the reported event. Based on the file review global reportability assessment is not necessary. And no further escalation is required per (B)(4). CAPA reference : (B)(4). The customer stated that there was no patient involvement

Event description:
(B)(4).